Manufacturer narrative:
Since reporting, the customer has done in-house adenosine triphosphate test (atp)/culturing, with no growth resulting. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasonic bronchofibervideoscope was possibly tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, lms final investigation results, and to provide an update to field (h4). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. Furthermore, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the IFU which state: "chapter 6 compatible reprocessing methods and chemical agents". "Chapter 7 cleaning, disinfection, and sterilization procedures". On (B)(6)2024 olympus endoscopy support specialist (ess) completed refresher education along with facility observation of the recent complaint reported. Since reporting, the facility has done in-house investigation with their infection prevention department who found no fault with processes or scope. Ess performed training and all required return demonstrations were met. Olympus will continue to monitor field performance for this device.

Event description:
It was reported there were possible multiple infections of patients after use of an endoscopic retrograde cholangiopancreatography ercp) scope, an endobronchial ultrasound (ebus) scope, and bronchoscopes that were shared between two sister facilities. At one facility it was reported that three bronchovideoscopes and one ultrasonic bronchofiberscope were possibly involved in patient infections. An olympus endoscopic support specialist (ess) was dispatched to the facility and was informed that since reporting, the facility has done in house atp/culturing, with no growth resulting. Other avenues of infection were being explored as the facility was not confident the scopes were the issue. Additional information regarding the infections including patient symptoms, diagnosis, and treatment was requested but not provided at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).